Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead was not performing as expected. The lead was reprogrammed in 2007 to resolve an unknown issue. The lead then was repositioned in 2008 for an unknown issue. In 2013 ,the lead was again reprogrammed for an unknown issue. Finally, during an unrelated procedure on (B)(6) 2014, the lead was repositioned again. No further information was available.